Manufacturer narrative:
Uniboard. Evaluation summary: based on analysis results, this complaint now determined to be a MDR malfunction. Based on the information received from the international service center visual and functional examination, the unit was found to require: pump wire modified, ground wire modified, mechanical upgrade performed, lemo footpedal connector secured with loctite 242, mains socket bonded with epoxy. The following were replaced: motor gear assembly, fastening material, system software, vso, uni board, and suction pump. Also, the internal pneumatic system was repaired. The unit cleaned and calibrated. After servicing the unit passed all qa functional testing. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that the unit was returned for service. There was no event description available and the procedure was a breast biopsy. No further information is available. No reported patient consequence.